Event description:
When preparing for a surgery, the apparent undisturbed sterile package from an insufflation tubing was opened and found to have a long hair wrapped around the tubing. This was discovered prior to the product reaching the back table. Product reported but not retained for risk management. Ref #(B)(4).